Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
It was reported that during patient treatment, the suction module would not supply vacuum. There was no harm to the patient. (B)(4).